Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and mildly calcified left forearm vein. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During procedure, at second inflation, it was noted that the balloon ruptured at 10 atm for 30 seconds. However, it was further reported that the balloon was simply pulled out from the patient's body without problem. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.